Event description:
It was reported that the device was explanted due to eri status shown during a routine follow-up approx. 13 months after the implantation.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the bos battery status. The memory content of the device was analyzed. The analysis revealed that the device automatically activated the backup mode, because it detected invalid memory content during an automatic signature check on (B)(6), 2021 at 21:15 h. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Based on the available data the root cause for the backup mode activation could not be determined. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. The device was reinitialized and worked as expected afterwards. There was no indication of a device malfunction. In addition, a stress test under different temperature environments was performed. The reported event was not reproducible. In conclusion, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode. This does not represent a device malfunction. Please note, the ability of the device to deliver therapies is not affected by the safety mechanism.